Event description:
It was reported the pt has fallen on a couple of occasions. It was also reported the pt has been experiencing overstimulation. An impedance check was performed and invalid contacts were revealed. Reprogramming was unsuccessful. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.